Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 310.25, lot u343407: release to warehouse date: august 13, 2019; august 14, 2019; august 17, 2019. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the bit of the device was broken, no fragments were returned. There were no other defects identified. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed. No definitive root cause could be determined, it is more likely that unintended excessive forces during usage/handling contributed to this complaint condition. Since there is no xray/images were provided which show that broken fragments were left inside of the patient, we cannot confirm the complaint for embedded device. Hence, the complaint can only be partially confirmed for broken condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter ID also reported as (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for a right tibial plateau fracture on (B)(6) 2020, two (2) 2.5mm drill bits broke and the tips remain within the patient¿s tibia. The surgeon was drilling at a tough angle and the two drill bit tips broke off into the proximal posterior tibia during plate insertion. Since exposure and reduction were so hard to achieve, and the plate already had several locking screws in it, the surgeon decided to leave the drill bit tips inside the tibia where they should not cause a problem. The surgeon felt it would do far more damage to the patient by attempting to remove the drill bit tips. Procedure was completed with no delay. This report is for a 2.5mm drill bit/qc/gold/110mm. This is report 1 of 2 for (B)(4).